Event description:
The device was implanted in 2006. The patient fell on the date of event, causing the insert to break. The surgeon feels the device needs to be replaced; however, it is the family's decision. The device remains implanted.